Event description:
It was reported the telescope had a scratched tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device evaluation found; outer tube damage. Based on the results of the investigation, it is likely that the following led to the malfunction: improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.